Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a therapeutic procedure, the bronchovideoscope had no image; the image was unrestorable. Afterwards, the scope was set up on other towers, and the scope would not produce an image. The intended procedure was completed with a similar device without delay. There are no reports of patient involvement or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found scope wouldn't produce an image; the distal end of the plastic cover has a chip/sharp edges; the bending section cover has scratches; adhesive was removed; the bending section cover was cracked; no image was produced; the bending section of the distal end was detached; the insertion tube had a bite/dent, and the ring gauge failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.